Event description:
A patient was placed in a miami j select collar. The patient was experiencing swelling due to injury and surgeries. The increase in swelling added pressure to bony prominences. Despite adjusting the collar to the lowest possible setting, the patient developed an unstageable pressure injury on her chin.